Manufacturer narrative:
Stryker further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was physical damage to the l1 that occurred during repair. No part failure was observed.

Event description:
The customer reported a non-critical issue of an event code. During evaluation for this, physio-control determined that the device had a white screen condition. In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the customer device and white screen condition and the service event code was verified. Physio replaced the user interface pcb, printer, and updated the device software. After passing the performance inspection procedure, the device was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported a non-critical issue of an event code. During evaluation for this, physio-control determined that the device had a white screen condition. In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.